Manufacturer narrative:
The device remains implanted in the patient; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that infection and implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening are a known risks with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient's incision at the burr hole cover (bhc) site did not appear to be healing appropriately. Signs of infection were noted at the incision site, and the patient exhibited purulent discharge. The physicians performed a debridement and initiated antibiotic therapy. The physician ordered bloodwork to confirm whether the infection was limited to the external site; however, results have not been reported. At the most recent appointment, the patient was noted to be doing well with therapy. The bhc will not be returned to boston scientific, as it remains implanted in the patient.

Event description:
It was reported that the deep brain stimulation (dbs) patient's incision at the burr hole cover (bhc) site did not appear to be healing appropriately. Signs of infection were noted at the incision site, and the patient exhibited purulent discharge. The physicians performed a debridement and initiated antibiotic therapy. The physician ordered bloodwork to confirm whether the infection was limited to the external site; however, results have not been reported. At the most recent appointment, the patient was noted to be doing well with therapy. The bhc will not be returned to boston scientific, as it remains implanted in the patient.